Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result.

Event description:
Pentax medical was made aware of an event which occurred in the united states within the pai region. A customer reported bending rubber tear at the distal end and there is a wire sticking out involving pentax medical video gastroscope eg-2790i, serial number (B)(4). In the event reported the user stated that the bending rubber tear at distal end. The failure occurred during reprocessing. There is no adverse event reported with this complaint. The user facility responded to a good faith effort request via email on 12-oct0-2021 and stated "there were no patient/user injuries as the wire appeared during manual wash. The scope was immediately taken out of circulation so no incidents may occur. The only details that I can provide was that during brushing of the scope a small metal wire appeared and called for repair immediately. The wire is visibly sticking out at the distal end and appears to be coming from inside the scope." The customer owned endoscope was received by pentax medical for evaluation on 08-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings: primary operation channel hole at distal body connection, insertion tube mild scratches at stage 3, bending rubber leak at distal end, control body grip scratched, leak at biopsy channel (large/ primary) distal side, suction function not performed unit compromised, bending rubber pinhole, insertion tube mild scratches at stage 1, insertion tube mild scratches at stage 2. The device underwent repairs including the following components: o-rings and seals, adjusting collar, angle wire, angle wire with coat, bending rubber, distal end assy w/tubes. The endoscope is awaiting repair and approved by final qc as of 31-oct-2021. Eg-2790i, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 13-oct-2021, a device history record(DHR) review for model eg-2790i, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 16-oct-2010 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 18-oct-2010.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.